Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated the pump was functioning properly and the customer manually inserts the infusion set into the abdomen. Explained the rule of changing the infusion set after two consecutive high blood sugar readings and the proper insertion technique. Discuss other possible insertion sites and instructed to call back for further testing when the tubing clamp is received.